Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer¿s failure to follow the directions for use (dfu). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the continuous irrigation setting changed on its own. The procedure was completed without harm to the patient.